Manufacturer narrative:
An investigation of kangaroo epump was performed for the reported condition of; the unit¿s reading on the display is not the amount that was delivered. The unit was triaged and the complaint could not be confirmed. Kangaroo epump was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications. MFR name originally reported as: (B)(4).

Manufacturer narrative:
Submit date: 02/25/2016. An investigation is currently underway. Upon completion, a full investigation report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer was experiencing an issue with an enteral feeding pump. The customer reports that the reading on the display is not the amount that was delivered.